Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the tubing burst. The male adapter of the power injector tubing set was connected to the clave port of the extension tubing set and was being used to deliver an unspecified volume of isovue 370 at a rate of 4.5 ml per second, with a pressure setting less than 300 psi. The secure lock male adapter of the extension tubing set was connected to the patient's IV access site. The customer contact reported that approximately 8-10 seconds into the injection, the tubing burst about 1/8 inch in length and contrast sprayed onto the patient. The patient was cleaned up, the tubing was replaced with a clearlink connector the patient's IV access site and the procedure was restarted. The therapy was resumed at a pressure setting between 100-150 psi with no more problems. There were no reports of adverse patient effects and no reported delay in therapy critical for the patient. No medical interventions were required. No additional information was provided.